Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted or cancelled procedure. Block h11: investigation results the complaint device was not returned; therefore, product analysis could not be performed. As a result, and due to insufficient evidence, the reported event cannot be confirmed. Based on the available information, a probable root cause for the reported issue cannot be determined due to the lack of evidence. Because the product was not returned for analysis, it was not possible to assess for potential defects. Without a thorough evaluation of the device, no contributing factors to the event can be conclusively identified. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was attempted for use in the common bile duct for cholangitis during an endoscopic retrograde cholangiopancreatography (ercp) with single-operator cholangioscopy (soc) procedure performed on (B)(6) 2026. During the procedure, it was reported that the device could not reach the desired area. The holmium laser fiber and spybite forceps were difficult to advance due to the patient having a tortuous anatomy. However, the physician also suspected the insertion difficulty could be related to the spyglass catheter as a result the physician opened a new spyscope ds ii. The physician decided based upon the patients condition to discontinue the procedure. In addition the patient was not rescheduled due to their condition.